Event description:
It was reported that the left ventricle (lv) lead was causing muscle stimulation so the physician decided to turn off the lv lead and implant a dual chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.